Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer removed the pump case from the pump and the cartridge became loose multiple times. Reportedly, the customer slid the cartridge back into place. Blood glucose was not impacted.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.